Event description:
A technician described the problem with our orthopedics systems, inc. (Osi) model profx, orthopedic table. The malfunction is an intermittent failure whereby the table will fail to go up or down (change elevation). In order to change the elevation of the table, all 4 brakes must be on. When the brakes are on the brake light indicator should be "on." The problem is that the indicator light is showing the opposite of what is true. In other words, when the brakes are on the indicator light is "off" and when the brakes are off the indicator light is "on." Thus the user, thinking the brakes are properly engaged because the indicator light is "on," is unable to change the elevation of the table as expected. To resolve this problem and change the elevation of the table, the user must either press the override button or perform the additional steps of locking and unlocking the table brakes to get the electronics in sync with the foot brakes. The table will then go up or down properly. This failure is believed to be a result of the electronic safety update performed late last year. There may be a new upgrade available to resolve this newest safety operation issue. This orthopedic table is only 10 months old. Another model, allegro may also be prone to this failure.